Event description:
It was reported that the crystalens (at52ao) intraocular lens was inserted into the patient's eye and removed intraoperatively due to a torn haptic noted during insertion. The incision was not enlarged, but sutures were placed. Another lens was implanted successfully. Additional information has been requested but not received. Reference MFR #: 2031924-2012-00091 for the intraocular lens.

Manufacturer narrative:
The inserter has not been returned to bausch + lomb for evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.